Manufacturer narrative:
This concern is still undergoing investigation. Although the precision mpi is designed and manufactured by nrt in denmark, it is sold exclusively to ge. Ge is also notifying nrt of the concern.

Event description:
A customer site has a concern regarding a possible pt collision with the image intensifier, while performing a mylogram. No injuries were reported.